Event description:
It was reported via repair work order that the litter deck allegedly fell to low height scraping a physician's leg. The extent of injury was not known. The unit was evaluated by a service technician and the reported event could not be duplicated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.